Event description:
It was reported that a pen ndl 31ga 8mm 100 bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that there was no insulin flow during injection. Verbatim: consumer reported, no insulin flow when taking injection stated, does not prime before injection."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 31ga 8mm 100 bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that there was no insulin flow during injection. Verbatim: consumer reported, no insulin flow when taking injection stated, does not prime before injection"